Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, far field r-wave oversensing was observed. Programming changes were recommended.